Event description:
Electronic usage history for a device was received for a separate issue on (B)(6) 2010. A review of its electronic history record showed that on (B)(6) 2010, the device advised a shock, began to charge and then cancelled the shock. The device then reported, a service message and powered off. No patient details or outcome are available.

Manufacturer narrative:
Eval: the electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. Based on the investigation, the software incorrectly cleared a low battery warning, as addressed in recall #z-0580-2007 and #z-0581-2007. Also, service/maintenance of the device was not followed according to the manufacturer's recommendations..